Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram. Device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior assessed as surgical impact opening. Shell thickness within specification lump/nodule: unable to observe since it is not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.